Manufacturer narrative:
(B)(4). The intraocular lens was returned to our quality assurance laboratory for inspection. The visual inspection revealed that the lens stuck in cartridge and appeared to have evidence of viscoelastic. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was inserted and removed during the same procedure due to the cartridge tearing the lens in half due to a use/handling error. It was stated that during the removal of the lens, an incision enlargement was required. Another lens was used of the same model. No patient injury was reported.